Event description:
Caller had inratio meter that displayed >7.5 on pt; also had qc1 and qc2 errors. Pt had bleeding throat. Clinical findings: strep throat (confirmed).

Manufacturer narrative:
Investigation pending.